Event description:
It was reported that a pulse generator was unable to be interrogated using a programmer into to turn off its pacing function off. Technical services (ts) was consulted and troubleshooting steps were performed but they were unsuccessful with the device not been able to be interrogated. This device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.